Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t12759n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t12759n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Event occurred in the united states. On (B)(6) 2022, customer reported discrepant low triage cardiac tni only panel vs ortho vitro for 1 patient. Patient was exhibiting cardiac symptoms. Patient treated based on ortho vitro result. Triage meterpro has not been validated. No ae.